Event description:
It is reported that the plastic impactor pad broke when impacting.

Manufacturer narrative:
Eval results & conclusions - as returned, two pegs have fractured off the headseater cup. The lot number of the cup is unk, so a potential field age can not be calculated nor can the manufacturing records be reviewed. The instrument was dimensionally analyzed and found to meet print specifications. This is a previously addressed design issue where a CAPA has been generated to redesign the cap and mitigate the risk of the tabs breaking 00-7804-018-02 has been obsoleted and replaced with 00-7804-018-03 since (B) (6) 2007.